Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation at this time. However, logs provided and found that an incorrect type of circuit was being used causing a large leak which in turn caused of the inlet psi to drop for the o2 and as a result the fio2 to drop. Advised customer to perform unit calibrations and send an update if the issue persist. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The respiratory therapist (rt) reported bellavista 1000 us when using a high flow oxygen therapy (hfot) mode it doesn't go beyond 56%. Rt sets the flow to 50 lmp and set the fio2 to 100% but fio2 reading maxes out at 56% while in volume or pressure mode he has no problem getting to 100%. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to application - niv with 100% o2 setting caused >110 lpm o2 flow demand. High leakage combined with high breathing effort of the patient in non-invasive ventilation (niv) with 100% o2 setting has caused peak o2 flow demand of >110 lpm. The o2 gas path is only able to deliver up to 110 lpm of flow through the o2 gas path as per its design. This has led to the designed / intended system reaction that the vent has added blower air to keep-up the ventilation performance at the expense of a reduced fio2. In such cases, the software is triggering alarm 272 - "o2 supply insufficient. Recommended to replace the unit o2 sensor.